Manufacturer narrative:
Device is a combination product. (B)(4). Synergy, ous, mr 3.0x12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut row 4 from the proximal end of stent was damaged; lifted and bent back in a distal direction. The undamaged stent od (outer diameter) was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy stent was attempted to be advanced to treat the lesion. However, prior to insertion into the patient a protruding stent strut was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.